Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories_ high-frequency cauterization treatment]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the tip cover was burnt. There was no patient involvement.